Manufacturer narrative:
Additional information received indicates the device meets or exceeds 75% expected longevity. There is no device malfunction. The issue should not have been submitted as a medical device report (MDR)

Event description:
Additional information received indicates the device meets or exceeds 75% expected longevity. There is no device malfunction. The issue should not have been submitted as a medical device report (MDR)

Event description:
It was reported that patient ipg would not communicate with the external device. As a result, surgical interventions was undertaken where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information.